Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, abdominal pain, and fever. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified medications for peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.